Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2003 and the mesh was implanted. It was reported that the patient returned in 2019 with vaginal mesh erosion/exposure in vagina. It was also reported that there was a referral to mesh center. It was reported that the device remains implanted. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. Other relevant patient history/concomitant medications. Product code and lot #. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for erosion including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. Other relevant patient history/concomitant medications. Product code and lot #. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for erosion including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2003 and the mesh was implanted. It was reported that the patient returned in 2019 with vaginal mesh erosion/exposure in vagina. It was also reported that there was a referral to mesh center. It was reported that the device remains implanted. Additional information was requested.